Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device failed to fire. It was reported that the reload was tested by the scrub nurse prior to use, and it would open and close but did not fire. A different reload was used to complete the procedure. There was no patient injury.